Event description:
It was reported that this right ventricular (rv) lead exhibited showed a steady increase in pacing impedance measurement since implant. The measurement at implant was approximately 600 ohms and currently the measurement is 1400 ohms all within range. It was noted the presenting electrogram (egm) on the implantable pacemaker shows a possible rv loss of capture (loc) with intermittent pacing with no patient symptoms reported. Technical services (ts) was consulted and recommended the patient be evaluated in-clinic and no reprogramming was performed. No further assistance was requested at this time. The device and rv lead remain in service. No adverse patient effects were reported. Additional information received advised this rv lead was capped and left in-situ. A new lead with the same model number was successfully placed. Outside of the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited showed a steady increase in pacing impedance measurement since implant. The measurement at implant was approximately 600 ohms and currently the measurement is 1400 ohms all within range. It was noted the presenting electrogram (egm) on the implantable pacemaker shows a possible rv loss of capture (loc) with intermittent pacing with no patient symptoms reported. Technical services (ts) was consulted and recommended the patient be evaluated in-clinic and no reprogramming was performed. At this time, the device and rv lead remain in service. No adverse patient effects were reported.